Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the reporting person said there was a problem with the locking safety latch but the physician insisted and managed to make the firing. At the end, the surgeon noted that the cut was performed, but not the stapling of the tissue. To continue the procedure, a new stapler was used, a new tobacco pouch was performed and the stapler fired successfully. There was a small loss of excess tissue on the first shot, but according to the surgeon, insignificant since there was a good safety margin. There was no bleeding reported in excess of 500cc. The case was extended by less than 30 minutes.

Manufacturer narrative:
(B)(4)